Event description:
It was reported that following the procedure the patients penis had gotten smaller while also experiencing spontaneous inflation, recurring severe pain, numbness, inflammation, sensitivity, and anxiety with this inflatable penile prosthesis (ipp). The ipp remains implanted and active, there is no revision procedure scheduled as the patient does not want to remove the prosthesis.